Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 06-jul-2021 that occurred in the emea region for "image fades off" involving pentax medical video colonoscope, model ec38-i10cf2, serial number (B)(4). The cmos (complementary metal oxide semiconductor) chip must be replaced as a service request. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.